Manufacturer narrative:
Multiple attempts were made to retrieve device repair or diagnostic information, however, yielded no response from the customer. It is unknown if the recommended part was replaced or if repair has been conducted. The complaint will be closed. If additional information is received at a later date, the complaint will be reopened and a supplemental report will be submitted.

Event description:
The customer reported a ventilator touchscreen did not pass calibration during preventative maintenance (pm). The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). The rse advised the customer to replace the touchscreen and provided part identification numbers. Based on the information provided and service performed, the customer's alleged malfunction was confirmed. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.